Manufacturer narrative:
After further evaluation, the suspect medical device was changed from clinical chemistry creatinine list number 3l81-22 lot number unknown to architect c8000 analyzer list number 01g06-95 serial number (B)(4). Both medical devices are manufactured by site (B)(4). Manufacturer report number 1628664-2016-00302 has been submitted and all further information will be documented under that MDR number. An evaluation is in process.

Manufacturer narrative:
Lot/serial number was not provided by the customer; therefore, only a partial UDI is known an evaluation is in process. A follow up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated creatinine results while using the clinical chemistry creatinine reagents. The following data was provided. Sid (B)(6) initial 525 umol/l (5.9 mg/dl), repeat 70 umol/l (0.8 mg/dl), 119 umol/l (1.3 mg/dl). No impact to patient management was reported.